Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation was not confirmed or tested as the stent was not returned for evaluation. Additionally, the returned device analysis noted that the stent implant had dislodged from the balloon and was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material deformation and noted stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation, a 2x12mm xience alpine drug eluting stent (des) was being removed from the package when the stent strut was noted as flared. The des was not used in the patient. There was no patient involvement and no clinically significant delay in the procedure. A non-abbott device was used to successfully complete the procedure. Returned device analysis found the stent dislodged from the device. No additional information was provided.